Event description:
It was reported that there was high impedance, oversensing and noise on the atrial lead. There was oversensing and noise on the right ventricular lead. Both leads were reprogrammed and are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01, implantable pulse generator, (B)(6) 2007. A 407652, implantable pacing lead, (B)(6) 2007. (B)(4).